Event description:
On (B)(6) 2013 the (B)(4) representative at (B)(4) in (B)(4)reported that during ecc the hcu 40 serial number unknown displayed message 'cplg tank temperature too low' . The cardioplegia tank temperature was -2.6 deg c whereas the main tank temperature was 3.6 deg c. After troubleshooting it was determined that size of the ice block was irregular. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device/device logs were not returned to the manufacturer and hence no evaluation was performed. (B)(4).